Manufacturer narrative:
The microtips were not available for evaluation. It is not possible to verify an assignable cause without evaluating the alleged complaint units. Insufficient information for a complete investigation. The DHR for lot 11613-06 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 11613-06. There were (B)(4) reported unit failures from this lot. This lot has a failure rate of (B)(4).

Event description:
Two separate microtips failed to prime during set up prior to procedure. Third hand piece primed successfully. Rep was not present at the case. Rep was notified the morning after the case. Customer did not microtips to return. Please ship replacement micro tips asap.